Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) a tapered screw vent implant (tsvt4b13) was returned with an attached crown for investigation. Visual inspection of the as returned product identified signs of use with no sign of damage within the external threads of the implant. Appropriate documentation was reviewed. As per the applicable IFU, under section 'contraindications', zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Pain is also associated with implant placement. DHR review was completed for the subject lot number (63878483). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63878483) for similar events and no other complaint was identified. Based on the investigation, the implant did not malfunction. The reported event is non-verifiable as it is a medical condition event. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown. Weight unknown. Email address unknown.

Event description:
It was reported that the buccal olate was perforated. Implant was removed. Patient experienced discomfort.